Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The third mitraclip is filed under a separate medwatch report number.

Event description:
This report is filed as cds0601-ntr 80419u268 interacted with a previously implanted clip, was stuck in chordae and was implanted in an unintended site. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for degenerative mitral regurgitation (mr). The patient presented with a rotated heart and mitral annular calcification. Two mitraclips (cds0601 ntr and cds0601 xtr) were implanted without reported issues, reducing the mr from grade 4 to 2. On (B)(6) 2018, a second mitraclip procedure was performed due to increased mr grade 4. Reportedly, the index procedure mitraclips remained stable and well seated and did not cause or contribute to the increased mr. A third mitraclip (cds0601-ntr 80419u266) was successfully implanted. As planned, a fourth mitraclip (cds0601-ntr 80419u268) advanced to the mitral valve. During leaflet grasping, the fourth mitraclip interacted with the third mitraclip. The third mitraclip then detached from one leaflet, while remaining attached to the other leaflet, a single leaflet device attachment (slda). It could not be determined which leaflet it detached from. The fourth mitraclip was unable to be repositioned as it was stuck on the chordae, despite standard troubleshooting maneuvers.this clip had to be deployed at that location on the chordae. The mr was reduced to grade 3-4 and the procedure was aborted. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product quality issue. It should be noted that the reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated the reported entrapment of device or device component and device damaged by another (caused damage) in this incident appears to be due to a combination of patient morphology/pathology (rotated heart and mitral annular calcification) and user technique/procedural circumstances. Additionally, the reported poor image resolution issue was associated with difficulties with visualization. The reported foreign body in patient appears to be related to the procedural circumstances of the clip becoming entangled in the chordae. The additional therapy/non-surgical treatment was a result of case specific circumstances as the clip had to be deployed on the chordae. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2018, two mitraclips, cds0501 and cds0601 xtr, were implanted. Not cds0601-ntr as previously reported.